Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for recurrent mitral regurgitation, which is considered a serious injury. It was reported that on (B)(6) 2015, the patient underwent a mitraclip procedure, with implantation of two clips. It was reported that the clips were implanted at an angle to each other and not parallel. The degenerative mitral regurgitation was reduced from grade 4 to grade 1+. In (B)(6) 2016, the patient was re-hospitalized with moderate-severe mitral regurgitation and an eccentric jet. The patient will undergo a procedure in (B)(6) 2017 to treat the residual jet with a plug. Per physician, the recurrent mr is possibly due to the angle at which the clips were implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mr appears to be related to procedural circumstances and there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: reportedly, the patient required an increasing dosage of diuretic therapy and it was noted that mitral regurgitation (mr) had increased. On (B)(6) 2017, a plug was placed to treat the residual jet. Echocardiogram noted that the previously implanted clips were well attached and functioning as expected. The plug was successfully implanted between the clips and mr was reduced from moderate/severe to trace/mild. No additional information was provided.